Manufacturer narrative:
As described above, the reporting physician assessed that the complaint is from the resulting mr and torn leaflet, and no product issue was noted. However, from the manufacturer's perspective, as the event occurred intraoperatively during use of the device, the manufacturer concluded that a causal relationship between the event and the device cannot be completely ruled out. The inoue balloon catheter used in this patient was not returned to the manufacturer; therefore, further investigation of the device was not possible. The manufacturer reviewed the manufacturing records for the lot used in this patient and confirmed that no issues were identified. Based on this review, the manufacturer determined that the event was not caused by the manufacturing process. "Severe mitral regurgitation" and "torn leaflet" are already mentioned in instructions for use. As no issues were identified in the manufacturing records, the manufacturer determined that no corrective action was required.

Event description:
Patient presented with moderate mitral regurgitation (mr) prior to procedure start. There were 2 inflations: first at 24 mm, second at 25 mm. After the second inflation was performed the patient exhibited severe mr. The anterior leaflet split at a2 in the middle of the leaflet. This was the location of the increased mr on fluoroscopy. The patient's pulmonary arterial pressure and pulmonary capillary wedge pressure increased. The patient was stable. Cardiothoracic surgery was consulted for a surgical mitral valve replacement. The reporting physician assessed that the complaint is from the resulting mr and torn leaflet, and no product issue was noted.